Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is estimated.

Event description:
It was reported patient was not happy with the tonic therapy as it was not effective. To address this issue patient underwent surgical intervention wherein the ipg was replaced and post operatively effective therapy was restored.